Manufacturer narrative:
(B)(4). Potential lot number: 71f18j0205, 71f18k1608.

Event description:
It was reported that "no measurement curve was visible with the artery catheters."

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. The catheter contained signs of use in the form of biological material. Visual examination of the catheter did not reveal any kinks or bends. The total length of the catheter body was measured and was found to be within specification. The returned catheter was flushed using a lab inventory syringe. No blockages or leaks were observed. A lab inventory guide wire was able to advance through the returned guide wire with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The customer report of no measurement curve could not be confirmed by complaint investigation of the returned sample. The returned catheter passed all visual, functional, and dimensional testing. A device history record review was performed based on sales history with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "no measurement curve was visible with the artery catheters."